Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that the device delaminated during implantation. No adverse patient consequences were reported.